Manufacturer narrative:
The device currently remains implanted. Should additional information be received, this report will be updated.

Event description:
It was reported during ongoing use, the device was showing premature battery depletion. One year ago, the device was estimated to have 7 years remaining. During the most recent check, the device was showing an estimate of 2 years remaining. The lead parameters and pacing percentages were stable. The patient is fine, and is not pm dependent.

Event description:
It was reported that the device was showing premature battery depletion. Approximately one year ago, the device was estimated to have 7 years remaining. During the most recent device interrogation, the battery was showing an estimate of 2 years remaining. The lead parameters and pacing percentages were stable. A copy of the device memory was submitted for analysis to technical services. Engineering review of the data confirmed that the power consumption had been gradually increasing, and device replacement was recommended. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. Patient code 3191 captures the reportable event of surgery.